Event description:
An implant card was received indicating the patient received a full revision due to low battery and high impedance. The full revision occurred in facility which is a known site that does not return explants back to manufacturer, therefore product return not expected to date. No additional relevant information has been received to date.